Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient reportedly was hospitalized for another reason which was not related to diabetes, the reported inaccurate delivery issue or any other device malfunction of the pump. The patient reportedly was removed off the pump and was receiving correction injections in hospital while being treated for an unrelated illness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a review of the black box revealed an unexplained loss of prime event on (B)(6) 2015 at 10:36; deliveries were never resumed. The last delivered bolus was a 0.95 unit bolus on (B)(6) 2015 at 11:38. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The reported complaint was not duplicated during investigation.